Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned, however the device history logs were provided for evaluation. The log review shows that an infusion was started at 2:47am on (B)(6) 2021 with an infusion start of 10ml/hr and 50ml. At 7:50am the pump entered kvo, and at 8:03am the infusion was stopped, with a volume infused to 50.67ml. No further infusions took place. The pump operated as intended. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the distibutor: the patient was on versed gtt with a loaner pump. The volume on the pump got low, it defaulted to kvo, and it was running at 10 ml/hr. The gtt was not empty.